Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on march 09, 2023.

Manufacturer narrative:
This report is submitted on january 26, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to performance decrement. The patient was re-implanted with another cochlear device during the same surgery.